Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in the incident, it was determined that the drawer had jammed due to a broken rail. A field service engineer realigned the ball bearing cage and installed two new slide bumpers on the slide railings for the drawer. The engineer recovered a few medications from between the cubie pockets, tightened several loose drawer front panels, and installed slide bumpers as needed on the slide railings. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer broken, the rail might have been damaged, and it was difficult to close the drawer. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from other sources, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.